Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted as the wire perforated the lead's insulation. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.